Manufacturer narrative:
The guide wire was received at csi for analysis, and a visual observation revealed a fracture located at the spring tip proximal solder bond. Scanning electron microscopy analysis was performed and showed evidence of torsional forces and rotational damage at the fracture site and spring tip coils. It is hypothesized that the spinning oad driveshaft made contact with the guide wire spring tip causing the fracture. This is confirmed via provided event details which states "the oad jumped forward and was observed to be contacting the distal spring tip of the guide wire". The root cause of the guide wire fracture is considered to be user error. The instructions for use for the coronary oas warn: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During treatment of a 90% stenosed lesion in the circumflex, the coronary viperwire guide wire was inserted and positioned distally. The coronary orbital atherectomy device (oad) was then advanced using glideassist. The oad jumped forward and was observed to be contacting the distal spring tip of the guide wire. The wire was advanced and the lesion was treated with three passes of the oad. The oad was removed and a wire exchange was attempted, however it was noted that the distal tip of the guide wire had fractured. The fragment was retrieved with a snare and the procedure was completed with balloon angioplasty and stent placement with no patient complications.